Event description:
Investigation completed and summary in h10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend . One sample received p/n 67pfss45 l/n 3526580 in used conditions, without their original packaging and with their certificate of decontamination. According to the IFU (10018859-001 rev.100 -instruction for use ? Bivona tts flextend tracheostomy), the pilot balloon was manipulated, and the cuff inflated completely. After the whole cuff inflated, the cuff was deflated and inflated 4 times, all the times the cuff inflated completely. The instructive ?10018859-001 rev.100 - instruction for use ? Bivona tts flextend tracheostomy?. On section 6.2 says: ?attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon wile gently manipulating the cuff from the shaft. If the cuff still does not inflate, use a new tube, save the old tube and call smiths medical customer service. Deflate the cuff prior to intubations. Three immediate containment actions had been implemented ? Quality alert 19150 was placed on teflon machine to clarify the manufacturing process. This action was completed on (B)(6),2019. ? Quality alerts 19153 and 19154 were placed on lines to confirm adherence in the performing operation, use the require tool to place cuff in the shaft and to make sure the adhesive does not go over the inflatable portion of the cuff. This action was completed on (B)(6)2020. By the date that this investigation report is documented CAPA-(B)(6) is under implementation results phase. The solution to be implemented will be enhance the existing manufacturing teflon application process to reduce process variation to ensure teflon is fully distributed between the cuff and shaft interface. The expected due date of this phase is (B)(6)2021

Event description:
It was reported the device was being tested prior to use and the cuff could not be fully inflated. Device not used with patient.